Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the electrodes cut into the patient's skin and cause itchiness. The patient has trouble laying down and sleeping due to the comfort of the device. Additionally, the patient recently finished chemotherapy for breast cancer and has very thin skin. There was no alleged device malfunction contributing to the irritation. Patient reported that her dermatologist prescribed, triamcinolone acetonide cream, for the skin irritation. Follow up confirmed that the skin irritation has improved.